Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 1 failed to open. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1 failed to open. A field service engineer found that the staff had pulled the drawer open too far, breaking the retractor band and pyxibus module controller. The drawer had two bad rails. The fse removed the drawer from the station, replaced the retractor band, pyxibus module controller, and both rails. The drawer was returned to the station, the station was powered down, the drawer was plugged back in, and the station was powered back on. The drawer came back online. The pharmacy staff verified that the drawer seemed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.